Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 30-year-old male in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Possible air bubbles identified in a patient's aorta under transesophageal echocardiogram (tee) imaging during impella support. Concern for air being introduced into the system prompted a purge cassette change out, however, the bubbles persisted. The interventional cardiologist believes turbulent flow due to patient's small aorta may be causing what's seen as bubbles under tee imaging.

Manufacturer narrative:
As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 1220648-2023-02341 was provided in sections b1, b5, d6a, d6b, h1, h6 and h10.

Event description:
Additional information reported the patient was positive for heparin induced thrombocytopenia. During care the patient required 1 unit of packed red blood cells [prbc]. The patient continued on extracorporeal membrane oxygenation support and was later successfully weaned from the impella and the device explanted.

Manufacturer narrative:
The investigation into embolism issue has been completed. The device was not returned for investigation. As per clinical information provided, the cause of the embolism was not determined since insufficient clinical details were provided. Unknown relation. "Bubbles" in aorta may have been turbulent flow retrograde from aorta to the left ventricle (lv). The failure mode will be monitored and trended.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue could not be determined as insufficient clinical details were provided. The root cause of the thrombocytopenia could not be determined as insufficient clinical details were provided. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem b5 updated with additional information f6 and f8 should have been left blank g1 reporting contact email revised on manufacturer device report in accordance with updated procedures from the initial manufacturer device report number 1220648-2023-02341 h6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2023-02341.

Event description:
Additional information indicated that, during patient support, the pump experienced low placement signal alarms.